Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. A getinge service territory manager (stm) has reached out to the customer and was informed that the customer's biomed had tested the iabp unit and could not find any issues. Subsequently, the iabp unit was returned to service. (B)(6). No repair request.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was experiencing an augmentation issue, and it was believed that the intra-aortic balloon (iab) was not opening fully. The doctor attempted to manually open the iab and the iabp unit was swapped out with another iabp unit which was then able to produce better augmentation. The customer has requested troubleshooting on the iabp unit since the augmentation was not a good as desired. There was no patient harm and no adverse event was reported.